Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a transabdominal preperitoneal, the bleeding was found in peritoneum closure, and they attempted to stop bleeding by using the device. It was confirmed that the needle was not on when they came back the view of camera during ligation. The needle was collected as it had fallen into the patient cavity. They used another device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the returned product noted. Only the foil pouch of the product was received. The visual inspection of the sample noted two partial sutures and one needle microscopic inspection of the suture ends noted they had been split under tension. One suture was approximately two inches long and the remaining was around three inches long, the total length of the described sealed product is thirty inches long. Upon microscopic inspection of the needle, instrument marks were noted at the swaged end of the needle and the swage was crushed. Transfer material of the suture was noted inside the swage of the needle. As no sealed samples were returned, a needle attachment test could not be performed. If information is provided in the future, a supplemental report will be issued.